Manufacturer narrative:
Device passed displacement test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in insulin pump history due to broken trace at pin and pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose value was 99 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was moving with no input. Customer also stated that there was a response from a button. The device will return for the analysis.